Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced the rf preamp & detector to resolve this issue. (B)(4).

Event description:
Customer reported the conductivity was low with the latron control and did not meet requirements when using the coulter lh 500 hematology analyzer in their laboratory. The customer would adjust the conductivity daily to meet the requirement with the latron control. A beckman coulter field service engineer was sent to the customer's facility to evaluate the analyzer. The fse replaced the rf (radio frequency) preamp to address the issue. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.